Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a laparoscopic ventral hernia repair (ipom) was performed, while tacking mesh to the peritoneum, and during insertion the head of a fired tack broke off and the tack fell into the patient cavity. It was further reported that approximately 2 of about 15 fired tacks had head breakage. The broken tack(s) were manually retrieved from the cavity using instruments. No x-ray was performed to locate the component or confirm retrieval of all pieces. A new device was opened and used to complete the procedure. No patient complications have been reported as a result of this event.